Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: name and address: postal code: (B)(6). G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during flexible ureteroscopy the user noticed that the ngage nitinol stone extractor would not fully open when in the scope and on a slight bend. The device was tested outside the scope and functioned properly. There was no unusual tortuosity or scope deflection. The procedure was completed by using another unspecified extractor. No section of the device remained inside the patient's body. There were no adverse effects on the patient due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. As reported, during flexible ureteroscopy the user noticed that the ngage nitinol stone extractor would not fully open when in the scope and on a slight bend. The device was tested outside the scope and functioned properly. There was no unusual tortuosity or scope deflection. The procedure was completed by using another unspecified extractor. No section of the device remained inside the patient's body. There were no adverse effects on the patient due to this occurrence. A document-based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi) and quality control procedures. Additionally, a visual inspection and functional test of devices from same lot/batch returned from user and a personnel interview were conducted. Two ngage nitinol stone extractors were returned to cook for evaluation in unopened packages with labels. Both unused devices were function tested and functioned as intended. 2 empty packages were returned along with the unused devices. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no confirmed recorded non-conformances relevant to the failure mode. A database search identified one other complaint associated with the reported device lot. This recorded complaint is related to the current failure mode. The information provided upon review of complaint file, device history record, complaint history and quality control documents do not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house are nonconforming. Cook also reviewed product labeling. The IFU [t_shef_rev1] supplied with the device did not provide any information related to the reported issue. Based on the available information, no product returned, and the results of the investigation, the cause for the reported issue could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.